Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, on (B)(6) 2012, the patient underwent revision surgery due to skin overgrowth, excess skin was excised, and patient was administered a kenalog injection and prescribed a 10 day course of clindamycin. The patient then received two additional kenalog injections, (B)(6) 2012. The patient underwent a second revision surgery on (B)(6) 2013, the excess tissue was excised and the abutment was exchanged. The implanted device remains.